Event description:
It was reported following implant procedure that the right ventricular lead had lost capture and its r wave sensing amplitude had decreased. The lead was repositioned. Post revision, echocardiogram revealed pericardial effusion and signs of cardiac perforation. Upon interrogation, the same electrical anomalies were again exhibited. A second lower repositioning was completed and satisfactory parameters were obtained. It was determined that the effusion and perforation were minor enough to not require further intervention. The patient was stable.